Manufacturer narrative:
The certain® straight healing abutment (isha43) was reported but not returned for investigation. However, the t3 non-platform switched implant (bost485) was returned for investigation. Visual evaluation of the as returned implant identified that the device was in good condition. Functional testing was performed using an in-house driver. The driver was able to engage and disengage with the implant successfully. Pre-existing conditions, x-ray image and implantation period are irrelevant to this investigation. Doctor was attempting to place devices on tooth #14 (universal) when the incident occurred. Pictures were not provided. DHR review for the lot (1231367) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the lot (1231367) for similar event and no other complaint about nonconforming products was identified. February post market trending was reviewed and there were no actionable trends or corrective actions for the reported event or devices. Therefore, based on the available information and functional testing, implant-related malfunction did not occur and abutment-related malfunction could not be verified as it was not returned. A definitive cause could not be identified. However, the probable causes may be related to a clinician cross-threads healing abutment or clinician over-torques healing abutment during placement of the device. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Age: not provided. Patient weight: not provided.

Event description:
It was reported that after implant placement, doctor was unable to seat the healing abutment (isha43) and therefore, he removed both the implant and the healing abutment. Doctor placed a new implant with a cover screw.